Manufacturer narrative:
The hospital biomed replaced the suction unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the suction was not functional. There was no report of patient involvement.